Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak from the fluids tray area of the unicel dxl 600 access immunoassay system. Per customer, they do have a hazardous exposure policy in place in their facility. The customer did not report an effect to patients or end user safety in association to this event.

Manufacturer narrative:
A field service engineer (fse) contacted customer regarding the leak. Per bec service notes, customer found the wash buffer transfer peristaltic pump tubing had ruptured and they replaced the damaged tubing. Hardware is the root cause of this event. Bec internal number: (B)(4).